Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not activate when the customer pressed the power button. The issue occurred during preparation for use for a therapeutic laparoscopy. However, it is unknown if the intended procedure was completed with a similar device .there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction of the power of the device not being turned on was confirmed. Based on the results of the investigation, the event was likely due to the failure of the power unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.